Manufacturer narrative:
The fsr replaced the hose. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance of the device, the inlet hose on channel b was leaking water. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) observed no obvious holes in the hose and there was normal wear noticed on the inlet hose. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.